Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the latch of the autopulse li-ion battery broke off. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and battery latch was observed to be broken. The reported complaint was confirmed and resulted from excessive force during handling of the battery placement into the autopulse platform.